Manufacturer narrative:
Two treatment tips with the same lot number were used during this procedure, this report is for the first tip involved. The tip was returned and evaluated. The tip failed both flow and leak testing. The tip failed visual inspection due to the observation of dielectric breakdown, and a tear in the corner surface of the tip membrane. Functional testing was not performed due to the observance of dielectric breakdown. A review of the device history records is in progress. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A practitioner reported that while performing a thermage treatment on the face, water blisters formed under the patients chin. The treatment to the patient¿s eyes and forehead went well. However, when treating the left side of the face, the patient experienced discomfort and indicated that the tip was too hot. The tip was switched after the left side of the face was completed. The patient was comfortable with the second tip on the right side of the face until approximately 100 pulses on the lower level, the patient reported discomfort again, and the practitioner observed blisters started to form under the chin area. Both, tylenol and advil were administered to the patient prior to the treatment. The patient was instructed to use unknown gentle cleansers and unknown moisturizers for treatment. The practitioner is unsure if there will be any permanent damage, or scarring. The highest energy level used during the treatment was 2.5 for the cheeks area and then it was lowered to 1.5 due the patient discomfort. The treatment tips were inspected prior to use and every 50 pulses until the blisters were noticed. No issues were noted on the tip. Two treatment tips with the same lot number were used during this procedure, this report is for the first tip involved.

Manufacturer narrative:
Two treatment tips with the same lot number were used during this procedure, this report is for the first tip involved. A review of the manufacturing records showed all requirements were met. The treatment tips and datacard log were returned for evaluation. Service could not review the data because logs did not have any data written into it. During evaluation of the treatment tip, service found damage to the tip membrane. Dielectric breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly causing patient burns. Both the thermage user manual and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. According to thermage cpt system technical user¿s manual burns and blisters are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, this event was most likely caused by damage on the tip membrane. It is unknown how damage to the treatment tip occurred as all tips are visually inspected for defects during manufacturing.